Event description:
It was reported that the cable tensioner with pistol grip lost tension during a revision of a left total knee arthroplasty on (B)(6) 2017. The zimmer biomet total knee was originally implanted on an unknown date and was revised on (B)(6) 2017. As the surgeon was tensioning the pistol grip tensioner, he tensioned twice and on the third tension, it would not tighten; the tensioner actually loosened and lost tension. The surgery was delayed 30 seconds as a new tensioner was obtained. The surgery was successfully completed with successful patient outcome. It is not known why the zimmer biomet total knee was revised. The zimmer biomet was revised to the same part. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).